Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was able to be obtained. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient experienced a syncopal event and fell to the floor. The patient reported that he injured his head during the fall. The patient also reported dizziness and difficulty breathing during activity. Boston scientific technical services (ts) advised the patient to contact his physician for evaluation. No additional adverse patient effects were reported. This pacemaker remains in service.